Event description:
It was reported that a gap was identified between the disconnect cap and the transfer set after connection of the two devices. The caller stated the gap occurred with the chip of the spoke port remaining on the spike of the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned to baxter and the evaluation is complete. A visual inspection was performed. The dimensions of the sample were measured and were found to be within the desired product specifications. Functional testing was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.